Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had low and high blood glucose. Customer's blood glucose was 466mg/dl, treated with bolus. In addition, the customer had low blood glucose of 40mg/dl and treated with glucose tabs. Paramedics were contacted and transported customer to the hospital. Customer's cause of hospitalization was heart failure and blood glucose. Customer was wearing the insulin pump at the time of hospitalization. Advised customer to call back if she feels they need to troubleshoot. Customer stated wants to change basal rates to avoid lows because she has been passing out from low blood glucose.